Manufacturer narrative:
The insulin pump was received with a high sleep current measurement test and active current measurement test due to moisture damage on the electronic assembly. No unexpected battery failed alarm noted.

Event description:
Customer called in via phone to seek help regarding blank display, battery failed and battery failed alarm which recurred during troubleshoot. Blood glucose levels was 100 mg/dl. Advised the pump will need to be replaced. Advised to discontinue use and revert to back up plan. .